Event description:
It was reported that, "we revised an osteonics hip that was implanted in 1992 due to the pt's complaint of pain. The doctor commented that the components were mal-aligned."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.